Event description:
A report was received that after an unknown amount of time in use, leakage was observed at the cuff. No information provided on whether the device was leak checked prior to use.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.